Event description:
The customer reported that the adc blood glucose meter showed a low battery icon. The customer experienced symptoms described as ¿dizziness, headache, seizure and a loss of consciousness¿ and was incapable of self-treating. The customer reported having contact with a healthcare professional and was treated with an unspecified IV fluid. Hcp advised the customer to take trulicity (0.75mg/0.5 ml) once a week and increased the customer¿s humalog (insulin) dose from 1 shot per day to three times a day. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs lite meter were reviewed and the dhrs showed the fs lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc blood glucose meter showed a low battery icon. The customer experienced symptoms described as ¿dizziness, headache, seizure and a loss of consciousness¿ and was incapable of self-treating. The customer reported having contact with a healthcare professional and was treated with an unspecified IV fluid. Hcp advised the customer to take trulicity (0.75mg/0.5 ml) once a week and increased the customer¿s humalog (insulin) dose from 1 shot per day to three times a day. No further treatment was required. There was no report of death or permanent injury associated with this event.